Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3889-28, (B)(4), ubd: 05-apr-2018, (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the caller reported a revision. The caller reported that the system was removed on (B)(6) 2018 because of lack of efficacy and need for MRI but part of lead was left in. There were no further complications reported or anticipated.